Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 68 mg/dl. The customer consumed food to address bg level. The customer stated that bg level was due to golfing and exercising. A recommendation was made for the customer to discuss contact their healthcare provider (hcp) regarding factors that could impact bg level. .